Event description:
Rptr noted insufficient vacuum during phaco. Increased vacuum, posterior capsule tear occurred and nuclear fragments fell into posterior segment. Implanted pc iol in sulcus and referred pt to retinal specialist. Pt had "tppv" and lens fragments were cleaned out. Pc iol was explanted. One day post-op retina was flat and pt reportedly recovering well. Will require add'l procedure to implant ac iol.